Event description:
Healthcare professional (hcp) reported one blood leak on the CT 190g dialyzer. The blood leak occurred in 2001, use 14. The pt experienced approx at 300 ml blood loss. Blood was not returned to the pt. A new dialyzer and blood lines were set-up, and the treatment continued without further incident. No pt injury or medical intervention was reported by the hcp.